Event description:
Customer reported via phone call there was a motor error alarm. The insulin pump will be replaced.

Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No e70 alarm on alarm history screen. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.